Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during use a doctor found the sealing part of trocar fell down into the cavity and it could be retrieved. Confirmed no missing part and the case was completed with no problem.